Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported by the patient that cannula was bent during therapy. Site location was abdomen. It has been in use since one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available